Event description:
This is filed to report a perforation and unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4+ with an enlarged atrium and annulus. The first clip (30201r1020) was advanced into the patient. The leaflets were grasped and a leaflet tear was observed. The clip was then repositioned and implanted to treat the tear. A second clip (20607r114) was then implanted to further treat the leaflet tear. However, shortly after deployment of the second clip, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Shortly after the slda occurred, the steerable guide catheter (sgc) was inadvertently pulled back into the right atrium (ra), resulting in a right to left shunt. The sgc was advanced back into the left atrium (la) and one additional clip was implanted to stabilize the slda. After removal of the sgc, an atrial septal defect (asd) closure device was implanted. The procedure was then concluded with a resulting mr of grade 3+. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the unintended movement associated with the access to the valve getting lost was related to user technique/procedural circumstances and due to the steerable guide catheter (sgc) getting inadvertently pulled past the septum by the operator. A cause for the reported perforation cannot be determined. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report number.